Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing led exhibited undefined high impedance, oversensing, noise and a confirmed fracture. It was noted that the patient experienced pre-syncope. The lead was capped and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.